Event description:
Procedure: lap hernia repair. According to the report: fired once then would not retract to load another tack. Another device was used. There was no report of patient injury, unanticipated blood/tissue loss, or extended operating room time.

Manufacturer narrative:
(B) (4).